Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/lcd keypad connector during visual inspection. Pump received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that the device was not exposed to high magnetic field and didn't drop the pump. The customer was advised to discontinue use of the device and revert to a backup plan until replacement arrives.